Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 30 minutes. There was no impact to the customer's blood glucose level. The luer lock was disconnected and insulin was not observed coming through the luer lock. It was recommended that the supplies be changed. The customer was successfully guided through the load process.